Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. The rv lead was explanted and replaced. The patient was stable throughout.